Event description:
It was reported that three (3) units of clearlink system; non-dehp continu-flo solution had ¿liquid coming out of the air chamber¿ (drip chamber). This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter city: (B)(6). Device manufacturer address 1: (B)(4). Suspected lot #: r21l11094 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5, d1 (brand name), d4 catalogue # and g4 510k#. B5: the affected product was ¿paclitaxel set¿, previously submitted as ¿clearlink system; non-dehp continu-flo solution sets¿. D1: the correct brand name is ¿clearlink solution administration sets¿, previously submitted as ¿clearlink continu-flo solution set¿ d4: the correct catalogue # is ¿2c8858¿, previously submitted as ¿2r8537¿. G4: the correct 510k # is ¿k160007¿, previously submitted as ¿k180739¿. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not clearly observed on the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. A batch review could not be conducted since the supected lot number is invalid. Should additional relevant information become available, a supplemental report will be submitted.